Event description:
The following journal article from 1995 was reviewed: article citation: may, j., white, g.h., yu, w., waugh, r.c., stephen, m. S., mcgahan, t.j., and harris, j. P., (1995) early experience with sydney and evt prostheses for endoluminal treatment of abdominal aortic aneurysm. Journal of endovascular surgery. 2, 240-247. This article reviewed the early experiences with the sydney and evt grafts for treatment of aaa. There were 28 pts assessed in this study, 10 of which received the ancure graft.

Manufacturer narrative:
The product performance issues reported in the study were: one pt exhibited vascular complications described as rupture of the external iliac artery. This was caused during the withdrawal of the introducer sheath and resolved with sutures. Three pts exhibited remote complications described as obstructive renal impairment, cardiac arrhythmia and stroke and/or transient ischemic attack. Fatigue fracture had been noted in the metallic attachment systems of some evt grafts. Only one occurred in a hook on the inferior attachment system. There were no adverse pt effects reported with this fatigue fractures. The article specifically stated that there were no endoleaks seen with evt devices. As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.